Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device and it was sticky, it was not a smooth firing sequence. This occurred on the subsequent firing. The device was received with the jaws closed, it was forced open and there was a pear shaped clip. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.